Event description:
It was reported that the dexcom g7 displayed a 24-hour expiration alert followed by brief sensor issue alerts, and the ilet experienced signal loss; a glucometer value of 224 mg/dl was entered into the ilet, and the user planned to monitor for reconnection and replace the sensor if it did not reconnect within 30 minutes. Symptoms included hyperglycemia as evidenced by a fingerstick reading of 224 mg/dl. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting and education regarding sensor alerts, data entry into the ilet, and monitoring for reconnection. Investigation of this case revealed transient connectivity interruption between the dexcom g7 and the ilet with sensor brief issue alerts, consistent with known wireless communication disruptions near sensor end-of-life, with no hardware malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or sensor end-of-life behavior leading to intermittent data availability.